Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) found that when the ac power was disconnected and the backup battery was used for power, the machine automatically shut down and made a whistling sound. There was no patient involvement and no personal injury was caused.

Event description:
Na.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to evaluate the iabp unit and the device and fault code records were checked on-site at the hospital to confirm the fault reported by the customer. The power management board was replaced. The device passed the pre-use inspection. The device passed all factory-specified performance and safety indicator tests. Device has been delivered to the customer and can be used clinically.